Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a no delivery alarm. The customer's blood glucose was 420 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible site or set occlusion anomaly noted. Device passed the delivery accuracy test.